Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, and the pump in good physical condition. A review of the event history log found cannot start pump air in line in the history. Functional testing was performed and during start up, the pump alarmed cannot start pump air in line. The reported problem was duplicated. The cause of the reported problem was related to the air detector. The root cause of the failure was unable to be determined. The air detector was replaced to resolve the problem. Operator of device, initial reporter sent report to FDA, and 510k are unknown. No information has been provided to date.

Event description:
It was reported that air in line error occurred during bench testing of the pump. No patient was involved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Event history log points to reported error - cannot start pump air in line. Replaced air detector. The pump passed all calibrations and functional tests. The cause of the reported problem was traced to a faulty air detector. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08396. The report was submitted in error., corrected data: corrected information provided in h10.